Manufacturer narrative:
Additional information: this is a duplicate file of MDR # 2023826-2019-00154. Please refer to MDR # 2023826-2019-00154 for further details. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm,vticmo12.6, -11.00/1.5/098 (sphere/cylinder/axis) , implantable collamer lens into the patients right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem.